Event description:
On (B)(6) 2015 patient transferred to our facility with USA for pci of 75 percent proximal and mid rca. Pre-dilated with 3.0 x 20 trek. A 4.0 x 38 xience alpine to mid rca and 4.0 x 28 xience alpine to proximal rca, carefully overlapped. Final films reveal good result with tmi iii flow. Patient discharged (B)(6) 2017 on medications including asa 81mg and plavix 75mg to continue for at least 1 year. On (B)(6) 2017 arrival to our ER with stemi. He took asa and plavix as directed for over 1 year, until seeing a new cardiologist who stopped plavix, continuing only asa 81mg. Films reveal thrombotic total occlusion of previously placed proximal rca stent. Multiple inflations with 3.0 x 15 emerge, 3.5 x 20 nc emerge, and thrombectomy passes with pronto v4. A 4.0 x 38 synergy placed in proximal rca, post-dilated with 4.0 x 30 nc emerge. Procedure medicines including heparin, asa, angiomax, and brilinta. Final films reveal good result with tmi iii flow. Patient discharged (B)(6) 2017 on medicines including asa 81mg and plavix 75mg for "protracted course".